Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported hospitalization due to high blood glucose. Customer stated her health provider determined that the insulin pump had issue and that the insulin pump needs to be replaced. Customer's blood glucose was 591 mg/dl. Customer had diabetic ketoacidosis and she was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous drip. Customer declined troubleshooting since health care provider recommended to get a insulin pump replacement. Customer's current blood glucose was 246 mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.